Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that there was an inner insulation breach (in-vivo) of a depression. It was also noted that was blood on a defibrillation conductor and it was not obstructed and visual analysis indicated that there was heavy explant damaged on distal segment, insulation cuts visible at various locations, and lead is stretched.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had failed. Follow-up was conducted to obtain additional information as to what the failure was but was unsuccessful. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).